Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the pump was refilled yesterday but continued to alarm after the pump update. The healthcare provider (hcp) confirmed that the low reservoir alarm had sounded prior to the refill, and he stated that the alarm occurred a couple of days earlier than expected. The agent reviewed information regarding concurrent alarms and advised the hcp on how to silence the current alarm. The hcp was not with the patient. The hcp stated that he may call back when the patient is present to review the logs. Additional information was provided from a healthcare provider (hcp) indicating that the patient came back today and they were able to silence the audible alarm. The hcp checked pump logs which showed a motor stall and recovery in february as expected. There was also a pump update in february that the hcp was unaware of. The hcp stated that the pump report from (B)(6) 2025 showed a low reservoir alarm date of (B)(6) 2025 which would explain why the pump alarm sounded earlier than expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.